Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported suture detachment appears to be related to the suture pulled until it broke during knot advancement. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.h6: reported device code 2616 removed.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein (lcfv) was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an atrial fibrillation ablation procedure. Reportedly, the sheath was upsized to 11f in the lcfv and the ablation procedure was completed. The knot was advanced and partially achieved hemostasis initially, the puncture site then became pulsatile. Manual compression was used to achieve hemostasis in the lcfv. It was also reported that venotomy closure of the right common femoral vein (rcfv) was attempted using a proglide device with a 7f sheath after the ablation procedure. Reportedly, a proglide suture was harvested in the rcfv, yet only 3 inches of the rail suture came out and was noted to be frayed. The suture was attempted to close the vein; however, the suture broke. Another proglide was used to achieve hemostasis in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.